Manufacturer narrative:
(B)(4). Details of event continued: further info rec'd on 7/27/2011 from the distributor stated that they will be visiting this account on (B)(6) 2011 and will update us at that time. They do note that one attempt was made with the swg. No answer as of yet on the insertion site, if it was indeed the femoral artery. No update as of yet on when the swg became stuck within the procedure. The distributor noted that "they told me yesterday that the guidewire was not the cause of death, the cause was cardiorespiratory arrest five hours after the event. The lot number has been clarified is rf1019983. F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the intensive care unit and was first reported as a needle issue. However, after a few attempts to better understand the issue, it was the spring wire guide (swg) that could not be removed from the needle. When trying to remove the swg from the needle, it was not possible; the swg appeared to be unraveled. Another kit was opened and the catheter was successfully placed. There were no injuries or complications for the pt. There was no info on insertion site available. Add'l info rec'd on (B)(6) 2011 from the distributor indicated the entire details of this event were misstated. The product number was incorrect, as well as the details of event. The new product number is (B)(4). We are still attempting to gain the details of this event.